Event description:
Burning electrical smell was noted during surgery. Upon further investigation, the neptune was found to be creating the burning smell. Manufacturer response for waste management system, stryker (per site reporter) waiting on response.